Manufacturer narrative:
(B)(4). Medical product: cus 182mm prox oss cnv tib exp catalog # cp116530 lot # 938850. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-00189.

Event description:
It was reported patient underwent a revision procedure approximately one month post-implantation due to infection. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.